Event description:
It was reported to boston scientific corporation that an ultratome sphincterotome was used during an endoscopic sphincterotomy (est) procedure performed on (B)(6), 2009 (patient age, gender and weight are unknown; patient is over (B)(6)).according to the complainant, during the procedure the doctor passed the ultratome sphincterotome into the patient, at that time he noted that the cut wire was broken; no part of the cut wire fell into the patient. No other device was available to complete the procedure.there were no patient injuries reported as a result of this event.

Manufacturer narrative:
A visual examination of the returned device found that the exposed cut wire was broken and the broken end of the cutting wire appeared burnt/blackened. The broken section of the exposed cutting wire had retracted inside the lumen of the extrusion through the proximal pierce hole and the other section of exposed cut wire was missing and not returned with the device. The condition of the returned incident device was consistent with the complaint that the device cut wire was broken. During manufacturing, tome devices are 100% inspected for working length and cut wire integrity so the broken wire is likely due to procedural factors. Therefore, the most probable root cause is operational context.a search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that an ultratome sphincterotome was used during an endoscopic sphincterotomy (est) procedure performed on (B) (6) 2009 (B) (6). According to the complainant, during the procedure the doctor passed the ultratome sphincterotome into the patient, at that time he noted that the cut wire was broken; no part of the cut wire fell into the patient. No other device was available to complete the procedure. There were no patient injuries reported as a result of this event.

Manufacturer narrative:
(B) (4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).